Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving morphine at a dose of 18 mg/day via an implantable pump. The indication for use was not provided. It was reported that the patient went to the clinic for a refill on (B)(6) 2019. The low reservoir alarm reportedly had gone off on (B)(6) 2019 and the empty reservoir alarm on (B)(6) 2019. The physician attempted to access the reservoir fill port, but the pump was mobile and kept moving around. It was also stated that the physician attempted to aspirate the reservoir port prior to the refill but was unsuccessful. The area was cleaned again and the pump was held in place to reduce pump movement; however, the reservoir fill port was still not accessible. An x-ray image was recommended and used to identify the pump orientation and landmark including the manufacturer logo were all visible. The physician used x-ray guidance to access the reservoir fill port, and reported felling the silicone septum as the needle went in. The pump was refilled with the prescribed medication. Five minutes after the procedure the patient became very sleepy/drowsy and had difficulties keeping their eyes open. The physician aspirated 10 ml from the pump after the patient became drowsy without any difficulties, and an air bubble was visible. The pump was then temporarily stopped per the physician request. The patient maintained normal heart rate, blood pressure, and saturation of 94% with oxygen. The clinic nurses gave the patient oxygen and called the ambulance. The ambulance crew gave the patient naloxone and the patient reportedly became alert and less drowsy after naloxone. The patient was then taken to the hospital for further management after the incident. It was noted as a contributing factor to the pump being mobile within the pump pocket that the patient gained weight since the pump had been implanted. It was also noted that the patient reported taking oral morphine prior to going to the clinic for the refill. At the time of the report it was unknown if the issue was resolved. The patient¿s medical history included copd. Other concomitant medications being taken by the patient were unknown.